Event description:
It was reported to philips that the defibrillator test failed. There was no patient involvement. The remote service engineer (rse) evaluated with the assistance of the customer and confirmed that the defibrillator capacitor assembly needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the defibrillator capacitor assembly. The customer has ordered the part to rectify the reported problem. The device remains at the customer site and no further evaluation is required at this time.